Manufacturer narrative:
Investigation - evaluation. A review of documentation including the complaint history, device history record, manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be completed. However, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record for the complaint lot found no relevant nonconformances that could have contributed to the failure mode. One relevant nonconformance was found in the corresponding wire guide lot for a broken solder that affected one device, in which the device was later scrapped. It should be noted that there were no other complaints reported for the complaint lot. There is no evidence to suggest that nonconforming product exists in house or in the field. A review of the product¿s instructions for use (IFU) for the reported failure mode could not be completed because no IFU exists for a neff percutaneous access set [rpn: npas-100-rh-nt]. Based on the information provided, no returned product and the results of our investigation, a definitive root cause can be traced to the user and a failure to follow instructions. It was found that the device was used in a manner that is inconsistent with the product labelling. Specifically, the wire guide was withdrawn through the needle. Cook recommends against this action, as withdrawing the wire guide through a needle may contribute to the wire guide breaking. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a neff percutaneous access set was used in a (B)(6) male patient during a "phlebography procedure". As reported, "the end tip of the wire guide was incised by puncture needle during the withdraw process." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.